Manufacturer narrative:
Concomitant product: 407652 lead, implanted : (B)(6) 2011; 694765 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the left ventricular lead was unable to capture. The lead also had high threshold which has been the case since implant. The lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.